Event description:
Info rec'd by a notice of litigation. The pt had two procedures performed at two different hospitals. In 1999 a hosp - laparoscopic toupet fundoplication converted to an open procedure with a splenectomy. A hosp laparoscopic cholecystectomy. Reportedly, a trocar spike disengaged and was left in the pt's abdomen following one of the two procedures noted above. In 2000, a 2" trocar spike was removed from the tissue around the distal sigmoid colon.